Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following event description : "the ventilator did not pass upon pre-op check error no air supply. Clearly air supply was connected. "

Manufacturer narrative:
Flow sensor calibration failed during non-clinical procedure. No patient involved. The event did not cause or contribute to a death or serious injury to a patient. The root cause of the event was determined to be a defective inspiratory valve and server board. After replacing the inspiratory valve and servo board the device was released back into use.